Event description:
Event description guidant received information that during an electrocautery procedure, the pacing noise response for this implantable cardioverter defibrillator (ICD) was programmed to doo; however, pacing inhibition was observed due to oversensing. This chronic atrial lead exhibited loss of capture and low p wave measurements.